Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to noise oversensing in the right ventricular (rv) channel. The noise could not be reproducible with maneuvers and there was no asystole greater than two seconds. The device was reprogrammed and lead revision is planned in the future. No adverse patient effects were reported. This device and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to noise oversensing in the right ventricular (rv) channel. The noise could not be reproducible with maneuvers and there was no asystole greater than two seconds. The device was reprogrammed and lead revision is planned in the future. No adverse patient effects were reported. This device and rv lead remains in-service.